Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use fiber rfid would not activate the door. The issue occurred during a therapeutic laser lithotripsy and was completed with an olympus back-up device. There were no reports of patient harm.